Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead dislodgement, high thresholds and loss of sensing were observed. The lead was explanted and replaced. The patient condition was stable.